Manufacturer narrative:
Evaluation results pending.

Event description:
Device evaluation and service was completed. Review of the device diagnostic log noted occurrences of a high oxygen supply pressure. The manufacturers service technician was unable to duplicate the reported problem. Applicable testing was completed to operating specifications.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported that the ventilator was alarming due to a high oxygen supply pressure. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The customer reported when the device oxygen manifold was removed the alarm did not sound. The customer reported the hospital piping pressure is 0.42mpa (60.9psi). Completion of device evaluation and repair is pending.